Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a pin stuck into one of the power cables of the system controller that was unable to be removed. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin stuck in the white power cable of the system controller (serial number: (B)(6)) was confirmed via investigation of the returned controller. A review of the downloaded log file contained data spanning approximately 3 days of relevant data ((B)(6) 2024 as per timestamp). On (B)(6) 2024, intermittent power cable disconnect alarms atypically activated due to the relative state of charge and bus voltages fluctuating below the alarm threshold on the white power cable. This is consistent with the damaged power cable. Upon initial inspection, a pin was noted to be stuck in pin 1 on the white power cable. The pin was removed prior to testing. The controller was able to pass functional testing without issue with the pin removed. Attempts were made to obtain information about how the pin got stuck and where the pin was from, but no response was received. The root cause of the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.